Manufacturer narrative:
Film evaluation results are: review of pre-implant sizing worksheet and drawing noted that the proximal neck was 30mm in diameter and ¿short¿. The infrarenal neck appeared sharply angulated l-r moving distally. The aaa diameter measured 6cm. The iliac arteries were mildly calcified bilaterally, and measured 9mm in diameter on the rcia and 9 ¿ 11mm in diameter on the lcia. A single still angio image during an intervention revealed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned just below the lowest right renal artery within the short and acutely angulated neck. From the calibrated marker, the proximal stent graft od measured ~27mm. The infrarenal neck angulation measured ~80 deg l-r and the neck length was ~1cm. Multiple endoanchors were seen implanted; primarily along the left/outer curvature at the level of covered stent #1 <(><<)>(><(>&<)><(><<)>)> #2. While injecting from above the suprarenal stents, contrast was observed outside the stent graft along the top of the sac outside the left/outer curvature from a possible proximal type I endoleak or type IV endoleak. No other obvious stent graft issues were observed. The exact cause and type of endoleak could not be determined from this single still angio image during an intervention. Pre-implant CT¿s were not available, and additional angio films during implant, including images prior to implanting the endoanchors, were not provided. It is possible that this was a proximal type I endoleak likely caused by implanting within the short and severely angulated proximal neck. It is also possible that this was a type IV endoleak due to fabric porosity.

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of a 60 mm diameter abdominal aortic aneurysm. The proximal aortic neck was short, large in diameter and highly angulated. It was reported that during the index procedure, the bi furcate stent graft was implanted right below the lowest right renal artery however the left renal artery was 5-10 mm higher and on the outer curve. A proximal type I endoleak was observed. The physician elected to implant aptus endoanchors to treat the proximal type I endoleak. The physician implanted a total of eight endoanchors; however, the proximal type I endoleak still persisted. Per the physician, the cause of the proximal type I endoleak was due to patient anatomy, highly angulated, short, and large aortic neck. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.